Event description:
The customer alleged the 7200 ventilator's audio alarm did not always function when it was expected to. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm was replaced as a precautionary measure. It is not verified that the audio alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.